Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the catheter used was a marksman catheter.

Manufacturer narrative:
Product analysis #814907133:equipment used - vis (m-81805), 203cm ruler (m-83360) as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex was returned within marksman catheter. Damage location details: the pushwire was returned extending out from catheter hub. The pushwire was found to be bent at ~42.5cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be accordioned from ~29.0cm to ~22.0cm from distal end. In addition, the catheter body was found to be accordioned from ~12.0cm to ~10.5cm from distal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis : the total and usable lengths of catheter were measured to be within specifications. The pipeline flex device was pushed out from catheter lumen without any issue. The catheter was flushed with water and water was exited out from the distal tip. Conclusion - based on the device analysis, the customer report of "failure/incomplete open distal" could not be confirmed as the distal and proximal ends of pipeline flex braid were found fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex more than two times. There was no indication that the event was related to a potential manufacturing issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured ophthalmic artery segment aneurysm with a saccular morphology. Dapt (dual antiplatelet treatment) was administered (pru level unknown). The angiographic result post procedure: significant contrast retention. Aneurysm dimensions: max diameter 4 mm and neck diameter 5 mm. Landing zone (artery size): distal 3.75 mm and proximal 4.2 mm. The patient¿s vessel tortuosity was moderate. The surgeon followed the steps, the instruments were in place, and the stent was deployed at the m1 segment. The stent tube was withdrawn 10 mm and could not be opened. After repeated operations without results, the surgeon chose to replace the stent. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. It was unknown how much of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was removed from patient. The pipeline was no tresheathed and removed with the microcatheter. It was unknown how the pipeline was removed? There were no patient symptoms or complications associated with this event.